Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 7 years and 3 months. A correlation between the device and the reported death could not be conclusively determined. The system controller in use with the patient at the time of the event was returned for evaluation and the data log file was retrieved. The system controller log file recorded approximately 1 day and 6 hours of event data from day 723, 6 hours and 11 minutes to day 724, 12 hours, and 14 minutes according to the time stamp. The majority of the events captured in the log file from the beginning until the time stamp of day 724, 9 hours and 53 minutes revealed that the system operated routinely with no notable changes to the pump speed, pump power, estimated flow, and supply voltage. The recorded event data during this period consisted primarily of pulsatility index (pi) events. Between the time stamp of day 724, 9 hours and 53 minutes and until the end of the log file, low flow hazard alarm active events were captured as a result of the estimated flow being captured at 2.4 lpm (below the low speed limit). The pump power level was averaging 4.8 watts and the pi ranged between 1.3 and 3.4 during this event. Beginning on the time stamp of day 724, 9 hours and 55 minutes, the log file captured a decreasing trend in the supply voltage to the system controller, indicating that the system was supported by the backup battery within the power module. The system controller continued to operate the pump until a critical low voltage level was achieved at 9.9 volts and began to operate in power save mode per design. The system controller continued to operate the pump in power save mode until the time stamp of day 724, 12 hours and 14 minutes when pump operation was interrupted due to the backup battery within the power module being depleted. The next event recorded captured a time clock reset to zeros associated with a complete loss of power. The last event recorded in the log file showed a recovery in the pump speed to 7930 rpm and then the system controller being removed from service. Death is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired in the nursing home on (B)(6) 2015. The cause of expiration was reportedly unknown. The patient was vomiting at around 11:30 pm and was found expired at 1 am. It was reported that there were no alarms or indications that the vad was functioning improperly. The patient was reportedly non-compliant and had refused follow-up for two years. It was reported that an autopsy was not performed at the request of the patient's family and the pump was not explanted.